Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 3.2 mmol/l at 2:55 a.m., 8.5 mmol/l at 2:59 a.m., 8.5 mmol/l at 3:00 a.m., 6.2 mmol/l at 3:08 a.m., and 3.9 mmol/l at 3:09 a.m. No adverse event reported. Return of the suspect device was requested for evaluation.